Event description:
It was reported that per wo evaluation the arctic sun device fluid delivery line (fdl) was cracked on one of its outings. Per sample evaluation results on (B)(6) 2026, the as device sn # (B)(6) had a circulation pump replaced due to decreased pumping per wo evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.